Event description:
It was reported that the pump exhibited a high delivery rate. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation in used condition. Visual inspection showed the device was in used condition. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.